Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient present to the emergency department after they received 14 shocks. Upon interrogation, it was determined a lead integrity alert (lia) triggered due high rate non-sustained episodes and increased sensing integrity counter (sic) on the right ventricular (rv) lead. Additionally, the rv lead triggered a warning due to noise. The shocks were deemed inappropriate due to the oversensing with noise observed on the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.